Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead has been oversensing noise for multiple years. Some pacing inhibition had been noted but no asystole of greater than two seconds was ever recorded. Additional information provided from the field indicated that in early 2017 the patient had a ventricular tachycardia-ablation procedure done which resulted in a loss of atrial-ventricular conduction. Shortly afterwards, the patient experienced a syncopal episode due to oversensing of noise which led to pacing inhibition with a period of asystole of greater than two seconds. Surgical intervention was performed and the device was replaced while the lv lead continues to remain implanted and in service. No additional adverse patient effects were reported.